Event description:
A 3.5 x 8.5 anyone dental implant on #19 was found to have fractured on (B)(6) 2019 after having been successfully placed on (B)(6) 2017. Post implant surgery was required to remove implant from my bone and gum to remove implant along with crown to prevent further complications and issues. Complete surgical removal of fractured implant required from bone and tissue on #19 after fracture was identified on (B)(6) 2019 nearly 18 months after having been successfully placed on (B)(6) 2017. FDA safety report ID # (B)(4).